Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procode: ktt. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from switzerland reports an event as follows: it was reported that patient underwent revision surgery on november 23, 2023, due to pseudoarthosis subtrochantär. After removing the trochanteric fixation nail advance (tfna) nail, it was apparent that the nail was cracked above the entry point of the femoral neck blade. This expanded from lateral to medial. Patient was revised to a non-synthes nail. No fragments were left in the patient. Patient was originally treated six months prior. Revision procedure was completed successfully with a ten minute delay. This report is for a 10mm/130 deg ti cann tfna 380mm/left - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo and x-ray investigation revealed that tfna fem nail ø10 le 130° l380 timo15 is found cracked near the helical blade connection hole of the nail, this condition can lead to the breakage of the device. The nail crack observed cannot have a root cause established; the crack is at the high stress area of the nail, it is possible that it experienced increased forces due to non-union after 6 months. Furthermore it is also observed on x-ray provided, a small metal piece that appears to have been broken off from the inferior side of the oblique slot, according to the image, this has been remained in the patient. This breakage could be due to "bouncing" of the implant construct due to bone non-union, although a precise root cause cannot be established. Since the device was not returned, a dimensional inspection can't be performed. The overall complaint was confirmed as the observed condition of the tfna fem nail ø10 le 130° l380 timo15 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6: device history record (DHR) review conducted: manufacturing location: monument, manufacturing date: 19-may-2022, expiration date: 01-may-2032, part number: 04.037.059s, 10mm/130 deg ti cann tfna 380mm/left ¿ sterile, lot number: 822p714 (sterile), lot quantity: (B)(4). Three pieces were scrapped in cell after a tooling breakage. Production order traveler met all inspection acceptance criteria apart from the three pieces noted. Inspection sheet, in-process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Scn was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 770p559 lot quantity: (B)(4). This lot was reworked for an uneven anodize finish. All parts were determined to be acceptable after rework. One piece was scrapped in cell, inspect I, after being dropped. Two pieces were scrapped in cell, final inspection, for an unacceptable surface finish-dings/scratches. Production order traveler met all inspection acceptance criteria apart from the three pieces noted. Inspection sheet met all inspection acceptance criteria after rework for uneven anodize. Part number: 04.037.942.2, lock prong 130 degree, tfna lot number: 797p926 lot quantity: (B)(4). Five pieces were scrapped in cell, turn profile, after a tooling breakage. Production order traveler met all inspection acceptance criteria apart from the five pieces noted. Inspection sheet, met all inspection acceptance criteria. Part number: 21127, timoagri16.00 lot number: 593p081 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report dated 27-jan-2022 was reviewed and determined to be conforming. Lot summary report dated 16-mar-2022 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample and review of the x-ray provided revealed that the tfna fem nail ø10 le 130° l380 timo15 was broken across the spiral blade insertion hole, fragments were not returned for evaluation. Additionally, cracks near the helical blade connection hole were observed. The edges of the fracture section do not indicate any signs of material issue, only smoothed out areas, most likely due to constant friction between the pieces before removal process. While no root cause can be established with the available information, factors such as the age of the patient, underlying disease, bone density, or a possible early weight-bearing, could have led to failure of the implant. Also observed on x-ray provided, a small metal piece that appears to have been broken off from the inferior side of the oblique slot, according to the image, this has been remained in the patient. A dimensional inspection for the tfna fem nail ø10 le 130° l380 timo15 was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the tfna fem nail ø10 le 130° l380 timo15 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.